Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same say as onset, the patient was treated with vancomycin injection (1 gram, every after 5 days and route not reported) and fortum injection (1g, daily, route was not reported). Dianeal therapy was ongoing. At the time of this report, patient outcome was not reported. No additional information was available at the time of this report.